Event description:
It was reported that this lead was attempted due to exhibited high out of range pace impedance measurements of greater than 3000 ohms and a new lead was successfully placed instead. This lead has not been received for analysis. No adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomalies.

Event description:
It was reported that this lead was attempted due to exhibited high out of range pace impedance measurements of greater than 3000 ohms and a new lead was successfully placed instead. This lead has not been received for analysis. No adverse patient effects were reported.